Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nn211 - columbus cr dd glid.surface t1/1+ 12mm. According to the complaint description, the gliding surface on the left side was replaced due to infection. Tibia and femur part have not been replaced. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nn899k - columbus cr narrow femur cemented f4n l (internal aesculap ag ref. No. (B)(4). Nn072k - columbus cr/ps tib.plateau cemented t1+ (internal aesculap ag ref. No. (B)(4).

Event description:
Involved components: nn899k - columbus cr narrow femur cemented f4n l (internal aesculap ag ref. No. (B)(4)). Nn072k - columbus cr/ps tib.plateau cemented t1+ (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.